Manufacturer narrative:
One device was returned for analysis. Visual inspection found a engine blocked. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a motor failure. The motor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump showed an engine blocked error. The event occurred before infusion. There was no patient involvement or harm.